Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 6th january 2022. Device evaluation: the complaint sample was received in the original folding carton. Visual inspection revealed that a lens was stuck in the cartridge and that the lens had been overridden by the plunger rod. The handpiece was disassembled and the assembly was inspected, presenting with no assembly issues. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant date: not applicable, as the lens was not implanted. Explant date: not applicable, as the lens was not implanted; therefore, it was not explanted. Telephone number: (B)(6). Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was defective. The haptic slipped out swiftly, the lens was not in the capsule bag. The lens was on the patients eye, however, no further details about the surgery and patients outcome were available. Event date was (B)(6) 2021. Lens is available for investigation. No additional information was provided to johnson & johnson surgical vision.